Manufacturer narrative:
The reason for this revision was reported as the patient's center baseplate screw broke after 8 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the 134th complaint against the main contributor, first for this lot number. The root cause for the broken center baseplate screw was most likely trauma from the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - the patient went to see surgeon after a fall, the x-ray showed the center baseplate screw was broke. The surgeon took out the original baseplate and screws, replacing them with new ones. He also decided to go with 40 glenoshpere and a new insert.